Manufacturer narrative:
The product has not been returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones, and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent surgical intervention to remove the device. A new device was implanted. No additional adverse patient effects were reported.